Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Trial patient stated to have itchiness and may have a bladder infection. It was reported as unknown if issue were resolved at the time of this report. No further patient complications have been reported because of this event in the event description.